Event description:
A report was received that the patient was experiencing pain at the pocket site and was admitted at the emergency room. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial/lot #: (B)(4), description: linear 3-6 lead, 50cm. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site and was admitted at the emergency room. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.